Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the expiratory valve is malfunctioning and the equipment cannot be used normally no patient involvement reported.